Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of needing assistance with the bolus wizard and correcting the settings. Customer's blood glucose was 284 to 304mg/dl and the customer indicated that was high for them. Customer had tubing clamps and the high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer will monitor the pump and call back if issues persist.